Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. Upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The issue of broken purge disk retainer was confirmed. The cause of the issue was a broken purge retainer. In accordance with updated procedures, section d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was received from the customer on (B)(6) 2024: data review: logs are irrelevant to this complaint as the clinical staff only reported that the purge disc retainer was broken. Device analysis: upon examining aic for any visible defects, it was evident that the blue purge disc retainer was broken. The complaint console serial number was updated from "(B)(6)" to "(B)(6)" based on the unit returned for investigation. Per the returned device investigation, the issue of broken purge disk retainer was confirmed in "(B)(6)", so it was evident that the intake has captured the incorrect complaint console number in the smartsolve system and also the console number "(B)(6)" reported in the event description is not related to the issue.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had multiple pc replaced due to purge disc issues. The aic was replaced without harm or injury.